Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 37 months, impedance values > 3000 ohm were reported. A possible insulation breach on the lead was suspected. As per today, biotronik has no further information whether this lead was explanted. Should we receive more details, this report will be updated. No adverse patient side effects have been reported.